Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient experienced a stroke. Immediately after the procedure, the patient was confused with worsening right upper extremity weakness. One day post procedure, the patient was noted to have severe aphasia, partial hemianopia and right upper extremity weakness. A CT scan was done and showed volume loss and small vessel ischemic changes. Additionally, the patient was evaluated by speech and occupational therapy. Two days post procedure, the patient was discharged to a rehabilitation facility. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Based on the rx acculink instructions for use (IFU) and on clinical commercial experience with carotid stents, stroke is a possible adverse event associated with stenting the carotid arteries. Additionally, there was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities.